Manufacturer narrative:
Date of breakage: (B)(6) 2017, actual date of trapped soil/bio burden is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 by the customer that "this reusable medical device was damaged/broken. Upon breakage, the device components came apart revealing trapped soil/bioburden from previous usage that could not be effectively cleaned. The design of this device is not optimal for reprocessing. Soil is trapped in device and not visible or easily accessible" . The customer had reported product as nancy nail t-handle chuck inserter, however product code reported is 359.219 and lot number is 9384817. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 359.219; lot:9384817; manufacturing site: hägendorf; release to warehouse date: may 29, 2015. Only top level of the device history record reviewed as sub-components are not lot tracked. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a inserter for titanium (ti) elastic nails.